Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 16 mg/dl at the time of incident. The customer treated low blood glucose value with food. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated insulin dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.